Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device - 10 months. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient expired of infection/subdural hematoma on (B)(6) 2017. Additional information was requested, but none was provided.

Manufacturer narrative:
Corrected data: the pump was not explanted for return to the manufacturer for evaluation. A correlation between the device, the reported event and the subsequent patient outcome could not be conclusively determined. No prior related events were reported for this patient throughout approximately 10 months on vad support. Infection, sepsis, stroke, bleeding and neurological dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient called the healthcare provider to report experiencing a fever for two days (onset reported (B)(6) 2017). At the time, the patient had been compliant, was attending cardiac, working part time and was an acting ambassador for patients. The patient did not have any history or signs/symptoms of infection prior to this event. On (B)(6) 2017, the patient presented to the emergency department with weakness, confusion and fever. It was found that the patient had sepsis due to an abscess on the right arm. The patient was admitted and started on a broad spectrum antibiotics (vanco, zosyn). On (B)(6) 2017, an incision and drainage (I&d) procedure was performed on the abscess. Blood and right arm abscess cultures were positive for methicillin-resistant staphylococcus aureus and the antibiotic medication was changed to ceftriaxone. Patient¿s inr elevated from 4.9 on (B)(6) 2017 to 6.8 on (B)(6) 2017. Aggressive treatment with fresh frozen plasma (ffp), intravenous vitamin k, and prothrombin complex was initiated. The patient developed sudden neurological changes on (B)(6) 2017; with an inr of 4.1 at time. A stat CT scan found a posterior fossa subdural hematoma with upper spinal cord compression. On (B)(6) 2017, an emergent suboccipital craniotomy and c1-c2 laminectomy with evacuation of subdural hematoma was performed. After the event, the patient became paralyzed and improved with minimal right arm movement but continued to have respiratory issues. The patient did not wish for intubation and neurological condition was grave. The family made a decision to withdraw lvad support on (B)(6) 2017, and the patient expired. Cause of death was reported as infection/subdural hematoma. No additional information was provided.